Manufacturer narrative:
Evaluation summary: based on the available information, a potential cause for the inability to remove the hinge post extension could have been caused by tightening the hinge post extension past the specified 130 inch pounds of torque during the initial surgery. However, with the available information, this could not be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reported. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2004 and that the patient was revised in 2009 because the tibial component had subsided.